Event description:
Argon 28 ga PICC line that was pulled from a patient leaking at the hub. No patient harm. A new PICC was placed for continuation of prescribed therapy.

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. After three notifications, there were no samples returned for review. Additionally, there was no visual evidence provided to support the alleged complaint. Without such evidence, the results are inconclusive, and the complaint could not be confirmed. Establishing a root cause and appropriate corrective action for the reported issue is not possible. Additional information provided in h.6. And h.11.